Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was brain bleed. On (B)(6) 2015 the caller stated that the customer fell while trying to get into the van. The customer's daughter stated that the customer was a big man and his legs gave out, causing him to fall and hit his head on the ground. His back and arm were bleeding. The customer used a lot of insulin; 7 vials a month. He had to change and refill reservoirs every day. The paramedics transported him to the hospital where cat scan was done and showed that only 10% of the brain was functioning. The customer had a surgery but never came out of the coma and was taken off life support. The customer's blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death; it was removed from the customer on 03/18/2015 since he was still in coma and life support. The customer was not using sensors. The insulin pump will be returned for analysis.